Event description:
The grandmother of the consumer stated that her granddaughter opened a sealed tampon, the tampon was missing from the applicator and the applicator appeared to contain blood.

Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed included: manufacturing, quality audit, verification and device history records. The assessment found no anomalies that may have attributed to the reported issue; therefore, the complaint could not be confirmed. The consumer returned the sample on (b)(3) 2012. One empty applicator and the open packet were returned. Visual evaluation confirmed apparent bloodlike substance on the outside of the top of the packet, but the material was not inside of the packet top. The bottom of the packet showed 2 small dots of unknown material inside along the unsealed edge. The issue was confirmed. The sample was sent on (B)(4) 2012 for forensic testing by an outside lab and the presence of female blood was confirmed (report dated (B)(6) 2012). Other forensic testing results showed genetic similarity representing the (B)(4) populations (report dated (B)(4) 2012). This result is not consistent with the genetic similarity within the production site. In addition, the dna in this blood sample did not match the dna in any of the other complaint blood samples also submitted to the lab for analyses. The lab reports were received by kimberly-clark on (B)(4) 2012. The source of the blood has not been determined. The investigation is ongoing and CAPA (B)(4) has been opened to further track the ongoing investigation. A previous health risk assessment (hra) for dried blood on applicator was completed (B)(4) 2012 which concluded the overall risk of infection due to dried blood contaminated applicator was low and the probability that contact or use of the device would cause a serious adverse health consequence is remote. Furthermore, the consumer grandmother stated the granddaughter did not use the applicator.